Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that ins was replaced due to patient compliance with charging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.